Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. An ezprime sequence and 24 hour duration test were successfully completed. The pump correctly calculated a 0.50u bolus. Both boluses were performed again within 1 minute and the pump calculated same results. Ezbg and ezcarb bolus calculations features found to be functioning correctly. Investigators were unable to duplicate the reported complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.